Event description:
The doctor reported the abutment screw fractured.

Manufacturer narrative:
Unable to confirm the reported issue as the product was discarded and no order or lot number was provided. The product¿s history did not indicate a manufacturing deviation that could cause this condition. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting. Discarded.